Event description:
It was reported the patient's device had flipped. The patient was recharging without issue for approximately three months after implant, then, suddenly, was unable to get more than 2 coupling bars at any session. X-ray imaging showed the ins was flipped. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Follow up information was received that confirmed that the implantable neurostimulator (ins) was flipped. The ins was reoriented and recharged normally. Both the patient and doctor were satisfied with the recharging.

Manufacturer narrative:
Recharger model: 37752, serial#: (B)(4).